Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down while connected to a patient. No patient injury was reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be reconstructed that during the event the user switched off the device using the rocker switch likely as due to a black screen of the device. At 06:47 am on november 11th the device was switched on again and performed a specified cockpit restart due to the usage of the rocker switch. A faulty lvds cable were identified as root cause of the black screen which cased a problem with the electromechanical connection between the basisboards and the lvds cable. Other than reported, not the entire device shut down and the ventilation continued without interruption until the rocker switch was actuated by the user. In case of a display failure monitoring functions and the user interface of the cockpit are not available. The running ventilation is not affected by a display failure and continues as previously set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display located on the ventilation unit and it includes an indicator for the on-going ventilation which the user can see. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down while connected to a patient. No patient injury was reported.